Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The service representative did note that the wire connector of the bag/vent micro switch was broken, but still making a partial connection. The wire connection was repaired and reattached to the bag./vent micro switch, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.